Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared a power source alert after the customer plugged the pump into a wall outlet. The customer's blood glucose was approximately 130 mg/dl. The customer was instructed to use an alternate wall adapter. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if replacing the wall adapter resolved the issue; however, the customer did not respond.